Event description:
It was reported that the patient experienced pain 11 months post surgery which was resolved by osteoplasty surgery. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). G2-foreign-china. D10: item#:154912 ;lot#:7050502 ;item name: oxf ph3 cementless fem sz xsm ; item#:159790 ;lot#:7000309 ;item name: oxf anat brg lt x-sm sz 3 PMA. Multiple MDR reports were filed for this event, please see associated reports: 3002806535 - 2023 - 00370, 3002806535 - 2023 - 00372. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The products remain implanted; therefore, visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Devices are used for treatment. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.